Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) was damaged. A crack appeared in the blocking umbrella. The problem occurred before the operation, in order to cause any harm to the patient. Doctors replaced the same device to complete the operation.

Manufacturer narrative:
Trackwise ID# (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Manufacturer narrative:
Trackwise # (B)(4) updated section: g4, g7, h2, h6, h10 analysis of production: ((B)(4)) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure mode. Historical data analysis : ((B)(4))the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Trend analysis: ((B)(4)) the overall 24 month product complaint trend data for the period (B)(6) 2020 through (B)(6) 2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: ((B)(4)) communication/interviews were performed to obtain all possible information.

Event description:
N/a